Event description:
It was reported that the customer received a no delivery alarm while priming. Troubeshooting was conducted and insulin did exit the tubing. The customer was advised to run a manual prime with a new reservioir and nothing came out of the infusion set. The customer was advised to change the reservoir to resolve the issue. The customer's blood glucose levels were unknown. No further information will be reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)